Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was failed to boot up or successfully launch the pyxis software. A technical support specialist stopped and disabled the data synchronization and maintenance services. The existing database folder was copied to the support directory, and the corrupted database was deleted. A new database was created, and the medication application was repaired using windows powershell. The data synchronization and maintenance services were then restarted and enabled. A full synchronization was performed, followed by re-encryption of the database using powershell. Finally, the system was rebooted, and it was confirmed that login to the clinical functionality application was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was failed to boot up. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.